Manufacturer narrative:
Complaint confirmed. X-rays after the initial surgery and prior to the revision surgery were provided. The x-ray from after the initial surgery appears to show the glenosphere in place but no determination can be made as to peripheral screw positioning. The x-ray taken prior to the revision surgery reveals the inferior locking screw associated with the baseplate to be protruding above the top surface of the baseplate and the glenosphere disassociated. Neither the baseplate nor its locking screws were returned for evaluation. As neither the baseplate nor its locking screws were returned for evaluation, the failure mode could not be replicated. No fretting of the male taper of the glenosphere was observed. Material and dimensional analysis confirmed the glenosphere met all as-received specifications. It was noted that patient post-op compliance was unknown.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was requested/is expected but has not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the patient needed to have a revision surgery on a reverse total shoulder case. The original case was (B)(6) 2019; the revision was (B)(6) 2019. The cases were at different facilities with the same doctor. Patient is a (B)(6) man; at the 2-week follow up, he reported hearing a ¿noise¿ at the site. Post-op compliance in unknown. An x-ray showed that the glenosphere had disassociated from the baseplate and the inferior screw had backed out. Removed from the patient was ar-9502f-36lcpc (170134308), ar-9504s-04 (18.00715), ar-9503s-03c (170062310), ar-9145-36 (18.00587). Ar-9501-09c (18.00233), ar-9503s-03c (170062310). Remaining in the patient from the original surgery was ar-9120-01, ar-9165-30nl, ar-9145-24. Inserted into the patient at the revision was ar-9145-36, ar-9504s-04, ar-9501-09p, ar-9502f-36lcpc, ar-9555-06, ar-9555-09.